Manufacturer narrative:
Concomitant products: 6935 lead, implanted (B)(6) 2012.

Event description:
The patient reported that the volume of the alert tones on the cardiac resynchronization therapy defibrillator (crt-d) was not loud enough to hear. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.